Manufacturer narrative:
Concomitant medical products: 457453 lead, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the right ventricular (rv) lead exhibited inability to easily torque in the superior vena cava. Post operatively it was noted that the rv exhibited high thresholds and dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.